Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s serious adverse events of pneumoperitoneum, characterized by severe upper abdominal pain radiating to the left upper shoulder, nausea, coughing, and dyspnea, which required hospitalization and pain management. While radiological studies determined the cause of the nausea, coughing, dyspnea, and pain was a pneumoperitoneum; the definitive origin, timeline and cause of the pneumoperitoneum remain unknown. The documentation provided by the pdrn states the hospitalization was related to pd therapy. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the patient¿s pneumoperitoneum. There is currently no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused the serious adverse events. However, it appears the patient was undergoing ccpd therapy when the events occurred. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having caused and/or contributed to the serious adverse events. However, without treatment records, the definitive etiology, or the manufacturer evaluation, this clinical investigation cannot disassociate the device from the serious adverse events.

Event description:
On 31/jan/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for 6-days due to a pneumoperitoneum. Follow-up documentation confirmed the patient presented to the emergency room on (B)(6) 2024 due to sudden onset of severe upper abdominal pain radiating to the left upper shoulder, nausea, coughing, and dyspnea. The patient¿s cardiac, pd fluid culture, hematological, and radiological studies were largely unremarkable, however a computed tomography (CT) scan revealed peritoneal air (pneumoperitoneum). The hospitalist consulted the on-call surgeon for evaluation; however, no intervention was recommended as it was felt the trapped air occurred during pd therapy. The patient performed manual pd while hospitalized and was treated with pain medication (oxycodone). The patient¿s symptoms began to subside (timeline not provided), and the patient was discharged on (B)(6) 2023 in stable condition. Following discharge, the patient continued to perform manual pd therapy, as he reported his hospital physician stated he should obtain a replacement liberty select cycler once discharged. Despite the pdrn stating there was no evidence supporting a cycler replacement in the discharge summary, the patient refused to perform ccpd at home until a replacement liberty select cycler was issued. The patient has recovered from the serious adverse events and has reverted back to ccpd without reported issue.

Event description:
On 31/jan/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for 6-days due to a pneumoperitoneum. Follow-up documentation confirmed the patient presented to the emergency room on (B)(6) 2024 due to sudden onset of severe upper abdominal pain radiating to the left upper shoulder, nausea, coughing, and dyspnea. The patient¿s cardiac, pd fluid culture, hematological, and radiological studies were largely unremarkable, however a computed tomography (CT) scan revealed peritoneal air (pneumoperitoneum). The hospitalist consulted the on-call surgeon for evaluation; however, no intervention was recommended as it was felt the trapped air occurred during pd therapy. The patient performed manual pd while hospitalized and was treated with pain medication (oxycodone). The patient¿s symptoms began to subside (timeline not provided), and the patient was discharged on (B)(6) 2023 in stable condition. Following discharge, the patient continued to perform manual pd therapy, as he reported his hospital physician stated he should obtain a replacement liberty select cycler once discharged. Despite the pdrn stating there was no evidence supporting a cycler replacement in the discharge summary, the patient refused to perform ccpd at home until a replacement liberty select cycler was issued. The patient has recovered from the serious adverse events and has reverted back to ccpd without reported issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.